Event description:
Primary tubing was inserted into IV pump and programmed to 15ml/hr as a carrier fluid, however, upon watching the drip chamber, it was clear that the drip rate far exceeded 15ml/hr.